Event description:
The complaint source reported that revision surgery was performed on (B)(6) 2025 due to a periprosthetic infection in the right knee. Previous surgery performed on (B)(6) 2022. The following devices were explanted: · physica ps femur comp.right #8 (product code: 6515.09.180, lot: 17as0t7 - ster. 2100167) - sold in us · physica fixed tibial plate #9 (product code: 6522.15.090, lot: 2101104 - ster. 2100091)- sold in us · physica ps tibial liner #9 (product code: 6535.50.910, lot: 21at19t - ster. 2100357) - sold in us · physica tibial stem l.20mm (product code: 6590.15.020, lot: 2201697 - ster. 220009) - sold in us patient: male, 55 years old. Event occurred in italy

Manufacturer narrative:
According to the sterilization charts no pre-existing anomalies were detected on the lot numbers involved. A final report will be provided when the investigation is completed.